Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01oct2018. Philip's field service engineer (fse) confirmed the reported issue. The fse replaced the defective central processing unit, power management board, and speaker to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the device displayed an error code 5 volt supply failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 04jan2019. Rec'd by MFR: 02jan2019. The cpu board (pcba, cirrus processor, maui) was returned to the fi (failure investigation) lab for evaluation. Visual inspection revealed no anomalies, the power management board (assy, pcb, pwr mgmt, v8000) was returned to the fi lab for evaluation. Visual inspection revealed no obvious dust or debris on unit. No signs of mechanical damage of physical mishandling. No obvious indications of electrical overstress or overheating, and the primary alarm speaker (assy, speaker, main, v8000) was also returned to the fi lab for evaluation. Visual inspection revealed no obvious damage to wires, connection points, or speaker housing. Install returned power management pcb into known good test ventilator unit. Boot unit in normal operation with ac power only, and check for alarms and errors. The test ventilator did boot up and deliver breaths, however, on initial boot with pm (power management) board only, 1102: ¿check vent primary alarm failure¿ and 1104: ¿check vent backup alarm¿ failures were thrown and verified fse findings. On subsequent boot events, only primary alarm failures were generated. It was noted that once the unit was powered off, the cpu (central processing unit) fan turns on and off in a repetitive pattern. Front panel led indication is normal. Note: 5v failure reported not replicated. Install returned power management pcb and returned cpu board into known good test ventilator unit. Boot unit in normal operation mode with ac power only, and check for alarms and errors. The test ventilator did boot up and deliver breaths, however, the same alarms were thrown as with the pm board only: 1102: ¿check vent primary alarm failure¿ and 1104: ¿check vent backup alarm¿. Note: 5v failure reported not replicated. Install returned power management pcb, returned cpu (board, and returned primary alarm speaker into known good test ventilator unit. Boot unit in normal operation with ac power only, and check for alarms and errors. The test ventilator did boot up and deliver breaths, however, the same alarms were thrown as with the pm (power management) board only: 1102: ¿check vent primary alarm failure¿ and 1104: ¿check vent backup alarm¿. Note: 5v failure reported not replicated. Attempt to replicate original failure post-repair. Install pm board and primary alarm speaker into known good test system and run extended power-on cycle testing. No errors found and in the course of replacing q12, u10, and u18, all errors removed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.